Manufacturer narrative:
No patient information provided to date after calls to customer 1/8/2021, 1/11/2021, and 1/13/2021. The customer performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported an error that results in high co2 delivery. There was no report of patient injury.